Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 3 of 3 : it was reported that while using panel phoenix nmic/ID-307 incorrect identification s. Marcescens reported as e. Cloasae. The following information was provided by the initial reporter: identification did not match organism morphology or identification from the biofire instrument. S. Marcescens reported as e. Cloasae.

Event description:
Report 3 of 3 it was reported that while using panel phoenix nmic/ID-307 incorrect identification s. Marcescens reported as e. Cloasae. The following information was provided by the initial reporter: identification did not match organism morphology or identification from the biofire instrument. S. Marcescens reported as e. Cloasae

Manufacturer narrative:
H.6. Investigation summary: this complaint is not confirmed. This complaint is for misidentification when using phoenix panel nmic/ID-307 (449289) batch unknown. The customer did not provide panel returns or lab reports but provided isolate returns for the investigation. The batch number was not provided, therefore this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed and no trends were identified associated with this defect.